Event description:
It was reported that the patient experienced coupling and/or communication issues with the ins. It was suspected that the ins may have flipped, but this was not confirmed. The patient stated that the ins had come out of the "pocket", was loose and moving around. The device was pushing up under the incision site. The area was swollen, painful, and was burning and stinging. The patient reported problems (unspecified) with the device since having it implanted. The patient was stated to be depressed, on anti-depressants, and suicidal. No further details or patient outcome were provided. Additional information was requested but not available at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).